Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will not return device for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened act, down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self test and displacement test due to button keypad anomaly. Pump passed stop current test. No blank display noted. No damage found on the lcd isolation tape noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.